Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. There was an air detected in cassette warning duirng drain 2 of 4 of pd treatment. Treatment was stopped and a leak was discovered during cassette removal. The leak was discovered in the pump module area and on the external part of the cassette. The patient was advised to let the cycler dry overnight and then use it for the next treatment. In a follow up, the patient verified the fluid leak event. The patient said there was not harm intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and began using it for the next treatment and has had no issues since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 2 of 4 of pd treatment. Treatment was stopped and a leak was discovered during cassette removal. The leak was discovered in the pump module area and on the external part of the cassette. The patient was advised to let the cycler dry overnight and then use it for the next treatment. In a follow up, the patient verified the fluid leak event. The patient said there was not harm intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and began using it for the next treatment and has had no issues since.

Manufacturer narrative:
Correction: g.2.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 2 of 4 of pd treatment. Treatment was stopped and a leak was discovered during cassette removal. The leak was discovered in the pump module area and on the external part of the cassette. The patient was advised to let the cycler dry overnight and then use it for the next treatment. In a follow up, the patient verified the fluid leak event. The patient said there was not harm intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and began using it for the next treatment and has had no issues since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.